Event description:
It was reported that the right atrial (ra) lead had intermittent capture both in bipolar and unipolar configuration. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead, (B)(6) 1996; 4092 implantable pacing lead, (B)(6) 2004 sdr303b implantable pulse generator (ipg), (B)(6) 2004. (B)(4).